Event description:
The physician intended to use an enteer re-entry balloon catheter during procedure for treatment of the distal peroneal artery. The plaque lesion exhibited moderate tortuosity and little calcification with chronic total occlusion (100%). Artery diameter was reported as 2.5mm with a lesion length of 40mm. A 6f sheath and 0.014 guidewire were also used during procedure. The vessel was not pre-dilated or post dilated. The IFU was followed. Moderate resistance was felt during advancement of the guidewire. It is reported that damaged components occurred during procedure. The balloon was damaged. The enteer balloon was inflated per the IFU and burst at 1 atmosphere of pressure. It is reported that the procedure was aborted after the re-entry catheter failed. There was no symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.